Event description:
It was reported to kendall healthcare on 11/10/00, that the pt became short of breath and developed a tension pneumothorax which was allegedly due to a kink in the chest drainage unit pt collection tubing. The kink occurred at the point where the coil meets the kraton tubing. Pt required intubation.